Event description:
Lasik/laser surgery to correct nearsightedness. Microkeratome malfunctioned (lost suction) when it went over right eye to make and lift up a flap. The dr chose to try it again over the same eye and this time it worked. However, this caused serious problems: severely scratched the eye and caused lots of scar tissue, a hole in the flaps, distortion, glare and overcorrection. Note: afterwards rptr was told by 2 other specialists that surgery should have been postponed at this point. So problem is twofold: 1)malfunction of the microkeratone, 2) the dr reporting the procedure and continuing lasik on the injured eye. A local health rptr on tv interviewed a specialist in south africa who said there was a problem with the pressure ring or seal on this machine. Rptr also read an article about lasik that stated that the microkeratome loses suction about 1 out of every 2000 times; and if the dr bandages up the eye to let it heal and reschedule surgery, it is usually not a problem. Rptr has filed a formal complaint against dr.